Event description:
It was reported that the external pulse generator (epg) lower liquid crystal display (lcd) has dark segments. It was indicated that it would be returned for repair. There was no patient involvement.

Event description:
It was reported that the external pulse generator (epg) lower liquid crystal display (lcd) has dark segments. It was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the display had dark areas and was black near the top of the screen and it was attributed to bleeding pixels. Analysis also found that the upper and lower cases, two side bail covers, the ring cover and the battery drawer were broken, that the battery release and the lead flex cover were contaminated, one case screw was missing, the battery contacts were compressed and the ring was bent. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.